Event description:
The customer reported an exhausted battery. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.